Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, air sensor was noted to be damaged. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Air detector has visible damaged and it was replaced. The cause of the reported problem was traced to the customer manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.